Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving high co2 and o2 readings during use with a patient but no injury or harm was reported. They finished the case and bme took the unit to his lab to test the device. Bme did a test on it with calibrated gas and found the o2 and n2 readings were at the very end of the range for being acceptable. The readings were around 50 and the n2 was around 38. Bme requested to send in the unit and wanted an exchange unit sent to them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-1733. Serial #: (B)(6). Device manufacturer data: 03/10/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: ni. Main unit (csm-1502). Model#: cu-152ra. Serial #: (B)(6). Device manufacturer data: 01/01/2022. Unique device identifier (UDI) #:(B)(4).

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving high co2 and o2 readings during use with a patient but no injury or harm was reported. They finished the case and bme took the unit to his lab to test the device. Bme did a test on it with calibrated gas and found the o2 and n2 readings were at the very end of the range for being acceptable. The readings were around 50 and the n2 was around 38. Bme requested to send in the unit and wanted an exchange unit sent to them.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave high co2 readings during an active case. He did not remember the values exactly, but he believed that the o2 was around 50 and the n2 was around 38. After finishing the case, he tested the device using calibrated gas. The o2 and n2 were at the very end of the range for being acceptable. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The device, received without a water trap, showed extensive cosmetic damage but no fluid intrusion. Upon evaluation, it displayed "gas line block" and "gas device error" messages, preventing verification of the high co2 issue. The pump and several exterior components, including the top cover and bottom chassis, were replaced. After repairs, the unit was tested per the operator's manual and confirmed to meet manufacturer specifications. An exchange unit was provided to the customer. The root cause was determined to be hardware failure of the pump. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the multigas unit: main unit (csm-1502). Model#: cu-152ra. Serial #: (B)(6). Device manufacturer data: 01/01/2022. Unique device identifier (UDI) #:(B)(4). Returned to nihon kohden: na. Bedside monitor (bsm): model #: bsm-1733. Serial #: (B)(6). Device manufacturer data: 03/10/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave high co2 readings during an active case. He did not remember the values exactly, but he believed that the o2 was around 50 and the n2 was around 38. After finishing the case, he tested the device using calibrated gas. The o2 and n2 were at the very end of the range for being acceptable. No patient harm was reported.